Event description:
A male with hepatocellular carcinoma scheduled for hepatic resection. Cancer resection was extremely extensive and bloody. Total operating room time was approximately 18 hours, requiring approximately 32 units of blood, along with other blood products - plasma, platelets, cryoprecipitate. Total blood loss might have been about 35 litres. Twelve hours into the surgery, and with no end in sight, the decision was made to exchange an anesthetic vaporizer primarily for cost efficiency and in favor of longer acting properties of the anesthetic vapor, isoflurane. Vaporizer was exchanged and locked into the anesthesia machine, drager fabius gs. Concurrently, there was an acute episode of massive hemorrhaging that required us to decrease the anesthetic being delivered. Pain control was addressed by a thoracic epidural, but the infusion was not decreased during the unstable periods of this case. The entire period after hour #10 was concentrated mostly on administering extensive blood products, altering anesthetic level, and addressing inefficiencies of our city blood bank. It was noted on our anesthesia monitor that no isoflurane level was being read. We had checked our sampling line and tubing circuit. We even "sniffed" our tubing circuit to confirm whether we could smell the odor of isoflurane. Eventually, we decided to switch back to our original anesthesia vapor 45 minutes later. Only then we noted that the isoflurane vaporizer was not seated properly, despite the locking mechanism being fully engaged. Patient had not received anesthetic vapors for 45 minutes. Problems: despite vaporizer being seated improperly on the support pins, we are able to turn the dial "on" isoflurane. This was complicated by massive hemorrhaging that required us to turn everything down. Anesthesia machine - drager fabius gs - has only a two vaporizer capacity, despite there are three popular vapors used now - desflurane, sevoflurane, and isoflurane. No alarm indicating that no vapor was being delivered. Only a small visual indicator on the monitor was present. Results: patient had intraoperative recall, but was not distressed. Patient had a working epidural that ran the entire case. Patient recalled hearing voices and specific topics, tugging on his abdomen. As listened, consulted, and addressed patient's concerns.